Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high and erratic. The medical surveillance specialist (mss) spoke with the patient's spouse on (B)(6) 2011 and obtained the following information. The reporter claimed the alleged issue began "several weeks ago" but could not recall the exact dates/times. She reported that the patient received values "208 and 185 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. In addition, she claimed the patient's readings were "greater than 200mg/dl" also several weeks ago which are higher as compared to his usual readings/feelings. The patient reportedly manages his diabetes with novolin r and novolin n insulin and reportedly took 2 additional units of both in response to the alleged erratic results immediately after testing. The reporter claimed several hours afterwards, he developed symptoms of "sweating and was agitated" and associated these symptoms with low blood glucose. She claimed she retested him with a back up meter (onetouch ultra) and the reading was lower, but could not recall the result obtained and gave him 2 glucose tablets immediately afterwards. She reported the patient felt better after the self-treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.